Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was in back up vvi mode and had to be restored to normal functions which was successfully done via software download. There was no report of adverse consequences for the patient due to this, patient was in good condition both before and after the event.